Manufacturer narrative:
The device had unresponsive buttons due to moisture damage on keypad trace. No button keypad reacting on its own noted.unit received with cracked at corner display window, cracked batterytube threads, cracked at rerservoir tube lip and missing end capsticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.